Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle fully retracted. Inspection of the soft cannula found it to be stretched and kinked, measuring out of specification at 1.175 in. In length. Fluid path testing found a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The pod ran for 2400 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pod was leaking and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a correction was given.